Manufacturer narrative:
The reported event of false pause episodes was confirmed. Based on the information provided, the previous 8 episodes were appropriately not saved, but the last two episodes were incorrectly saved as under-sensing episodes. It was unable to be determined why the false pause episodes were stored.

Event description:
It was reported that undersensing was noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.